Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller stated probably 6 weeks patient has been having night sweats and day sweats and also gets a jab or shock zaps. Caller stated she does not know it is from her new hip or the ins. There were no further complications reported at this time.